Event description:
It was reported that (B)(6) after a vascular graft implant in the lower extremity, ultrasound evaluation determined that the pt became symptomatic because the implanted graft was too long. A surgical re-intervention was performed; the graft was reduced in size by 1 cm using and end to end anastomosis. Three days after the graft was shortened, the pt experienced a bleeding episode due to a disruption of the end to end anastomosis in the groin. Another surgical intervention involved a revision, resection and implantation of an interposition graft. Upon completion of the surgery, the pt was transferred to ICU. Current status of the pt is unk.

Manufacturer narrative:
The device history records are being reviewed and the investigation is currently underway.